Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. No additional patient or event information was available.